Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: at the fourth firing for closing the insertion opening, some proximal staples (around 2 or 3cm-mark) were unformed. Staples on the distal end were formed properly. After the anastomoses part was excised additionally, the fee reconstruction was performed again.

Manufacturer narrative:
(B)(4).